Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product showed that the foam tip plunger was stuck inside of the cartridge. Complaints of this nature are being investigated under CAPA #(B)(4).

Event description:
Surgeon attempted to use a iol injector with a foam tip plunger. The foam tip plunger would not advance far enough to inject the iol completely. Surgeon needed to use internal lip of the incision to pull out the intraocular lens. Foam tip plunger also gets stuck in the cartridge and would not retract after injecting.